Event description:
On 1st september 2023 getinge became aware of an issue with a vltview air01 hd ql camera of one of our surgical lights ¿ volista standop 600. According to the photographic evidence, the label was peeling from the camera. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with a vltview air01 hd ql camera of one of our surgical lights ¿ volista standop 600. According to the photographic evidence, the label was peeling from the camera. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing label, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing label on volista standop surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low for label missing. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (IFU 01781 en 19, pages 37-41,93). To prevent any incident similar to the label missing, the user manual (IFU 01781 en 19, pages 89-90) mentions instructions concerning cleaning and disinfection, recommended and prohibited products. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendations had been followed, the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem, d4 version or model #, d4 catalog # and d4 serial # and h4 manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 1st september 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. According to the photographic evidence, the label was peeling from the handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 1st september 2023 getinge became aware of an issue with a vltview air01 hd ql camera of one of our surgical lights ¿ volista standop 600. According to the photographic evidence, the label was peeling from the camera. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d4 version or model # ard368818998. Corrected d4 version or model # ard568811962. Previous d4 catalog # ard368818998. Corrected d4 catalog # ard568811962. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h4 manufacture date: 2019-11-21. Corrected h4 manufacture date: 2015-05-28.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. According to the photographic evidence, the label was peeling from the handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.